Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after ablation and during the final moment of an atrial fibrillation case, after verifying with ice (intracardiac echocardiography) that everything was ok, a pericardial effusion was found after a drop in blood pressure was detected. They reported that the medical intervention provided was a pericardiocentesis and 600ml of fluid was removed. They stated they believe the soundstar® catheter maneuvering at the end of the case may have caused a perforation. The patient was reported to be in stable condition. The following bwi device was in use; ref: (B)(4) sn: (B)(4) (available for return) physician¿s opinion on the cause of this adverse event was the procedure. Outcome of the adverse event was fully recovered (no residual effects). Patient admitted to floor overnight for observation. Released next day. Generator information was the stockert gmbh, smartablate system rf generator us; sn (B)(4). Transseptal puncture was performed with baylis, nrg 71cm. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was low-2ml; hi-8ml.correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used were range 3mm; time 3ms; fot 25% @ 3g; tag size 3mm. Additional filter used with the visitag was respiratory gated. Color options used prospectively was tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after ablation and during the final moment of an atrial fibrillation case, after verifying with ice (intracardiac echocardiography) that everything was ok, a pericardial effusion was found after a drop in blood pressure was detected. They reported that the medical intervention provided was a pericardiocentesis and 600ml of fluid was removed. They stated they believe the soundstar® catheter maneuvering at the end of the case may have caused a perforation. The patient was reported to be in stable condition. The following bwi device was in use; ref: 10439011 sn: e8429866 (available for return) device evaluation details: visual analysis revealed delamination at the tip area. A magnetic, recognition, visualization, and deflection mechanism test were performed, and no issues were observed. In addition, a transducer test was performed and the device failed the test; this failure could be related to the delamination observed, and should be noted that this issue is not related to the event description. Device history record was performed for the finished device [e8429866] number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause was the procedure; however, this cannot be conclusively determined. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).